Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose as the customer was not using the pump for insulin therapy at the time of the issue. The customer reverted to an alternate method of insulin therapy.